Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.